Event description:
It was reported that alarm 113 (reduced water temperature control) occurred while the arctic sun device was used for a patient. Per review of wo on 18aug2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 19aug2025, the device would be sent to imi. The issue was not resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. During evaluation, it was confirmed that the device was not performing to specification. Heater to be replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred while the arctic sun device was used for a patient. Per review of wo on 18aug2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 19aug2025, the device would be sent to imi. The issue was not resolved yet. Patient therapy completion status was under investigation.